Event description:
Customer reported while assessing the split septum port the port dislodged into the tubing fluid pathway, no fluid escaped from the tubing. Heparin was infusing. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.